Event description:
The customer observed falsely decreased architect free psa (prostate specific antigen) results for two patients. The following data was provided: sample ID (B)(6) initial result was 0.32, repeat was 0.73 ng/ml sample ID (B)(6) initial result was 0.77, repeat was 1.48 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.(B)(6).all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Component code: g03001. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased free psa (prostate specific antigen) results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the pre trigger pump (rohs), the valve, manifold kit (rohs), the syringe, and the wash manifold, fep tip (rohs) all were leaking and replaced them. As a precaution the motor, shutter or wz (rohs) and vortexer, stabilized (rohs) were also replaced. The fsr also found salt deposits on the wz#2, which were disassembled, cleaned, and reassembled. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.